Event description:
It was reported that at the user facility pins broke off during a navigation procedure. The procedure was completed successfully and the fractured pin fragments were left in the patient as they could not be retrieved. No adverse consequences, impact to the patient, medical interventions or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility pins broke off during a navigation procedure. The procedure was completed successfully and the fractured pin fragments were left in the patient as they could not be retrieved. No adverse consequences, impact to the patient, medical interventions or procedural delays were reported with this event.